Event description:
A customer reported that during an anesthesia case, the ECG (electrocardiogram), ibp (invasive blood pressure), and spo2 (pulse oximetry), parameters dropped out. The fault was isolated to the m-estpr module as the gas module continued to function as designed. The m-estpr module is a part of the modular anesthesia monitoring system as/3, which provides ECG, spo2, 2 invasive pressure and 2 temperature channels and impedance respiration measurements. Ge healthcare has requested the device be returned for investigation. A follow up report will be filed once the investigation results are available.